Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer

Event description:
Four years before, the patient underwent the surgery with tha. One year before, the surgeon found through the x-ray that the cap and stem loosened. Therefore, the patient underwent the revision surgery. During revision surgery, the surgeon had difficulty to dislocate the hip joint after trial. And the surgeon found that the femoral bone was fractured (stem distal tip). Therefore, the surgeon fixed the patient femoral bone by the plate and screws.